Event description:
It was reported that approximately three years post-implantation, the patient is being considered for a left hip revision due to loosening of the acetabular triflange component and acetabular bone fracture due to unknown reason. Patient is experiencing pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). B3: event date ¿ unknown in 2025. D10: cat: pm0004069 lot: 127540 rocha left triflange sz 26, cat: cp161951 lot: 266680 ti lock-scr cancls, cat: cp161942 lot: 259440 ti lock-scr cancls, cat: cp161943 lot: 162350 ti lock-scr cancls, cat: cp161942 lot: 610480 ti lock-scr cancls, cat: cp161945 lot: 251480 ti lock-scr cancls, cat: cp161941 lot: 170820 ti lock-scr cancls, cat: cp161951 lot: 265550 ti lock-scr cancls, cat: cp161944 lot: 780030 ti lock-scr cancls, cat: cp161941 lot: 529910 ti lock-scr cancls, cat: cp161942 lot: 653860 ti lock-scr cancls. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b2; b3; b5; d4; d6b; g3; h2; h3; h4; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately three years post-implantation, the patient underwent a left hip revision due to loosening of the acetabular triflange component and acetabular bone fracture due to unknown reason. Patient was experiencing pain. Attempts have been made and no further information has been provided.